Manufacturer narrative:
The referenced previous gastrointestinal bleed was reported under medwatch MFR report# 2916596-2017-03248. Approximate age of device - 9 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient was readmitted after an elective colonoscopy due to recurrent bleed and found to have bleeding at the previous angiodysplastic lesion for which the patient received 5 hemo clips to the area with improvement. The patient was listed as 1a status on the transplant list due to a history gastrointestional (gi) bleed and received a transplant on (B)(6) 2018. The pump will not be returned.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned to the manufacturer for analysis. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.